Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the clinical observations with the caller who stated the patient will be seen again in one month. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated thresholds, intermittent capture and pacing impedance measurements greater than 2500 ohms on the left ventricular (lv) channel. The system was reprogrammed to a vector which produced good measurements. The physician then performed testing in all vectors and normal measurements were observed in the vector that had produced the previous out of range impedance measurements. No adverse patient effects were reported.